Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet with an inset infusion set, and subsequent review indicated the infusion set was deployed incorrectly because the blue needle guard was not removed prior to insertion; a new site was then placed correctly with education on manual blood glucose entry. Symptoms included elevated blood glucose up to 330 mg/dl and fatigue from staying awake overnight, without loss of consciousness or diabetic ketoacidosis. Outcomes included disruption to normal activities, without medical intervention, hospitalization, or use of backup therapy or ketone testing. Investigation included troubleshooting and user education performed remotely, along with attempts to obtain clarification regarding needle guard use and caregiving support. Investigation of this case revealed user technique error involving infusion set deployment as the likely cause of inadequate insulin delivery. It was concluded that the event was due to user error related to infusion set insertion technique with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.